Manufacturer narrative:
The unit alarmed compromised force sensor system during the basic occlusion test due to a loose and protruded drive support disk. The unit had a loose and protruded drive support disk, a minor scratched display window, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during manual prime. The customer also stated there was a crack on the device. The blood glucose reading was 160 mg/dl. The customer reverted to manual injections. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product back for analysis.